Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor had missing electrode after being removed from body. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We found sensor cannula bent and retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirm if sensor was received in said condition due to it being returned opened and used.